Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete cycle. The following information was requested, but unavailable: please clarify: how did the white reload malfunction? Did the device cut? Was the cut line complete? Did the device staple? Was the staple line complete? Did the staples form the proper b form shape? Was buttressing material used? What firing did the issue occur? Were there any unusual noises heard during firing? Was the device difficult to close? Was the device difficult to fire? The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastroplasty para obesidade mórbida procedure, the white reload malfunctioned, specially the degree of stapling intestinal according to the surgeon and instrumentation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.